Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced in a non-prophylactic manner as the physician claimed the device was not functioning within normal tolerances. It was further reported that the device had reached elective replacement indicator (eri) with no other known issues. Additionally, the left ventricular (lv) lead had a high threshold and was capped and replaced. No patient complications have been reported as a result of this event.